Event description:
Info received indicates the head section of the bed is not going up.

Manufacturer narrative:
The technician isolated the issue to the head up hydraulic valve solenoid. He replaced the valve to repair the bed.